Event description:
User facility reported that a patient was admitted to the hospital with complications of swelling and redness to right forearm presumed to be cellulitis due to peripheral IV infiltration. Patient had been treated with hotpacks and antibiotics on an outpatient basis but a fever developed and the patient came to the emergency department for further evaluation. A peripheral IV was subsequently started using a 20 ga 1 1/4" IV catheter on the first attempt, and infused until removal. Peripheral IV was removed without complication and checked for integrity upon removal (no bleeding, redness or swelling) and the patient was discharged to home. It was further reported that the patient went to surgery for right cephalic vein excision under general anesthesia. No additional patient details are currently available.